Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-61534 and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The submitted log file contained data spanning from 08nov2020 at 03:29:26 to 15nov2020 at 23:31:31, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. The patient remains ongoing on vad-61534 and no further events have been reported at this time. Per the account, the patient likely had a prior history of cardiac arrhythmia as the aicd was implanted before the ventricular assist device was. The heartmate ii left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 29sep2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ventricular fibrillation over the weekend and the customer requested a log file analysis to uncover any possible pump related etiology. According to technical services (ts), that there were no unusual events recorded in the log file event history. The mcs equipment was operating as intended & does not appear to have contributed to the ventricular fibrillation. Additional information communicated by the vad coordinator reported that the patient's arrhythmia did result in clinical compromise. The patient had nausea and vomiting and was generally feeling poorly. Multiple shocks were delivered by the patient's automated implantable cardioverter defibrillator (aicd), and the patient required cardioversion. It is unknown if arrhythmia existed prior to vad, but likely did. It was also reported that the patient had there ICD implanted prior to vad. The patient's hospitalization continued status-post ICD generator exchange. A creatinine bump was noted so the patient underwent right heart catheterization. The patient's arrhythmia was terminated with external shock.